Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received a minimum fill notification during the load process. The customer loading a new cartridge and was able to fill the tubing successfully. There was no impact to the customer's blood glucose level.